Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Additional information: it was reported that on (B)(6) 2017, the pump alarmed with a red heart alarm and a driveline disconnected message occurred when being transitioned to the power module. The pump was connected to a different power module and there were no alarms. There were also no alarms when the driveline was manipulated to see if the alarms could be reproduced. It was noted that the patient was presyncopal and it immediately resolved when the pump was connected back to battery support. The system controller log file data showed a pump stoppage and a driveline disconnect alarm. Ungrounded patient cables were sent to the hospital for use.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported to the clinic for a routine appointment. The vad coordinator removed the system controller's white cable from the battery and attached it to the power module patient cable. The power module then alarmed with low flow, driveline disconnect and red heart. The vad coordinator immediately reconnected the patient back to the battery and all alarms disappeared. The system controller was exchanged. Review of the retrieved system controller log file found that when the system controller was connected to the power module, pump speed fell below the low speed limit and was followed by a pump stop event. The pump remained stopped for approximately 12 seconds until the power cable was reconnected to battery power. The returned system controller passed functional testing.

Manufacturer narrative:
The pump remains in use supporting the patient with the use of only external battery power per patient choice, though an ungrounded patient cable was provided for use while connected to a power module. The system controller was returned for evaluation. It passed all functional testing and was able to support a test mock circulatory loop for over 4 hours without any issues. Testing includes manipulation of the power leads while running, and independently disconnecting the white and black power cables. The system controller continued to support pump function throughout testing, including when solely supported by either cable individually. The report of alarms and a pump stoppage during power module support was confirmed based on the evaluation of the retrieved and submitted system controller log files. Low speed operation, driveline disconnected, low flow hazard and pump stoppage events occurred on (B)(6) 2016 at approximately 11:28 am while the white power cable of the system controller was being disconnected from battery power to a power module. Additional low speed operation, driveline disconnect and motor stopped events occurred on (B)(6) 2017 at 9:46 am while the white power cable of the system controller was connected to a power module. A device related issue could not be conclusively confirmed as the pump was not available to be returned to the manufacturer for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that as of (B)(6)2017, the patient continues to do well. The patient chooses to solely use battery power. There are no plans at the time to do a pump exchange.